Event description:
It was reported that a decrease in sensing was observed on the right ventricular (rv) lead. During a revision procedure, the helix of the rv lead was unable to retract. Therefore, the rv lead was explanted and replaced to resolve event. The patient was stable.